Event description:
It was reported that the patient went to the hospital due to the inflatable penile prosthesis (ipp) not working properly. Two weeks later, a revision surgery was performed in which the existing pump was removed and replaced. Upon explant, a crack was identified in the tubing that connected the pump to the left cylinder. The cause for the hole was not detailed by the facility. There were no patient complications.

Event description:
It was reported that the patient went to the hospital due to the inflatable penile prosthesis (ipp) not working properly. Two weeks later, a revision surgery was performed in which the existing pump was removed and replaced. Upon explant, a crack was identified in the tubing that connected the pump to the left cylinder. The cause for the hole was not detailed by the facility. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ams 700 underwent a thorough analysis. The pump was visually and microscopically examined, identifying the tubing had been cut down to the pump block and not returned for analysis. Upon leak testing, no anomalies were identified. Functional testing of the pump was performed. It was noted that the pump did not pass the deflation test. Based on the information available and analysis results, the reported allegations of a tubing hole were not confirmed; however, the pump not passing the deflation test could have caused or contributed to the reported clinical observation of mechanical issues.